Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was returned and analyzed.

Manufacturer narrative:
The device has not been returned. If this device gets returned, it will be analyzed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead have had chronic high shock lead impedance measurements. A procedure was performed for a normal generator replacement. During the procedure, a 5 joule shock was delivered. Impedances were 117 ohms. A full energy shock was then delivered and an alert (code 06) was observed. There were no episodes and no data about the shock. Boston scientific technical services (ts) recommended device replacement (which is where patient was at time of testing). Ts discussed testing the shock lead with the replacement device to confirm its integrity.